Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of perforation, as listed in the xience v everolimus eluting coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure to treat a de novo lesion in an unspecified mid coronary artery, with moderate calcification and 90% stenosis, a 4.0 x 15 rx xience v stent delivery systems was advanced and during inflation to deploy the stent, a perforation occurred. Reportedly, the stent was implanted in addition to a non-abbott graft stent to treat the perforation. The patient is doing fine and there was no clinically significant delay in the procedure. No additional information was provided.